Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the push button is locked on all time" was caused by a failure of the power button. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that the power switch was stuck, and needed to be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center push button was locked and on all the time. The issue occurred during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.